Manufacturer narrative:
Product analysis did not confirm the complaint's report. The corrected info includes the following: the date of event (a3): date of this report (a4 and f8); uf report number (f2) and contact person (f4). This MDR report was inadvertantly submitted as a second initial MDR with the MFR report number of 2247023-1996-144. Co has combined the two cases and all info is included in this follow-up report with the MFR report number of 2247023-1996-125.

Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site distal to an anatomical curvature in the pt's distal portion of a saphenous vein graft to the left anterior descending artery. Following deployment, portions of the stent were observed to extend beyond the ostium of the saphenous vein graft. A second guidewire and balloon catheter were inserted in an attempt to compress the extending portions of the stent. Adequate coronary blood flow was noted at the proximal portion of the stent. A third balloon catheter was inserted to reestablish blood flow through the distal portion of the stent. Following the initial inflation, the balloon became entangled in the distal portion of the stent. Attempts to retract the balloon catheter were unsuccessful and the delivery balloon ruptured. The pt was sent for emergent surgical intervention. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.